Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision, glare and halos with night driving. The clinical reason was poor quality vision and contrast. The iol was exchanged in a secondary procedure. Additional information has been requested.